Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, after the reload was attached to the device, the jaws were closed and inserted into abdomen through trocar but it did not open in the abdomen even after trying for several time. The surgeon tried opening the cartridge by removing the battery and restarting the device however, it still did not help. Since the reload would not open, it was also difficult to remove and needed extra force to unload. The reload was replaced to resolve the issue and complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the loading unit noted that the staple cartridge was pre-fired and engaged in interlock. The jaws of the loading unit were clamped. Functionally, the jaws were manually opened and loaded into a pmv instrument. The jaws clamped and unclamped repeatedly without difficulty. The interlock was overridden and applied to test media. All staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Staple pre-fire and inability to open the jaws after clamping may occur under the following conditions: the shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the sulu engages in the instrument to facilitate clamping and unclamping. Section #2 in the instructions for use, which accompanies each product shipment, cautions the user caution: do not attempt to remove the shipping wedge until the sulu is loaded into the instrument. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.